Event description:
It was reported the patient's blood glucose level rose greater than 250 mg/dl while wearing the pod between 4 and 24 hours. The adhesive completely separated from the (back) causing the cannula to dislodge and leaking was observed. A new pod was successfully applied.

Manufacturer narrative:
No damages were observed that would contribute to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined. Inspection of the fluid path found no evidence of the reported leak. No defects were observed on the adhesive pad or its welds that would contribute to the reported adhesive complaint. The cause of the reported adhesive failure could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria.